Manufacturer narrative:
The reported event could be confirmed, based on available information, CT scans and medical expert opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "loosening and tilting of the tibial component due to bone quality issue, thus patient related. All tar components intact." Based on the investigation, root cause was attributed to patient related issue. The failure was caused due to the poor bone quality of the patient. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to poor bone quality with tibial loosening. This was observed even at the initial surgery and was recommended to surgeon to cement the tibia.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to poor bone quality with tibial loosening. This was observed even at the initial surgery and was recommended to surgeon to cement the tibia.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.